Event description:
Customer reported pump alarm 20 during insulin therapy, indicating an issue while the pump was in use. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge; however, the cartridge alarm recurred, preventing the resumption of insulin therapy. It was decided to replace the pump, as it was under warranty. Meanwhile, the customer planned to use multiple daily injections as a backup therapy. The customer was instructed on putting the pump into storage mode before returning it and acknowledged the steps for the return process.